Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 500s mg/dl. The mode of treatment was not provided. Tandem technical support discussed factors that could cause high bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.